Event description:
Customer reports to have been off of insulin pump therapy for about three months due to not being able to get supplies. Customer reports to not be able to upload to carelink. Alarm history showed a spanish anomaly alarm, signal too low alarm, and an unexpected restart alarm. Customer was advised that insulin pump would need to be replaced due to excessive alarms. Customer's blood glucose was 180 mg/dl. No further information provided.

Manufacturer narrative:
Pump passed the self- test. No signal too low alarm or spanish anomaly alarm during testing however, pump unable to download to the carelink software due to spanish anomaly alarms in alarm history screen. Spanish anomaly alarms due to corrupted history file. Pump passed the unexpected restart alarm error test. No unexpected restart alarm noted. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.